Manufacturer narrative:
Based on the information provided, the cause of the post-procedure complication cannot be determined; although there is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Therefore, no product is expected to be returned. If additional information is received, a follow-up MDR will be submitted. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. The system logs for the event date (B)(6) 2022 were not available as of this time of the report, hence, no log review for this procedure has been performed. This complaint is being reported due to the following conclusion: a patient underwent an ion endoluminal lung biopsy procedure and reportedly experienced a pneumothorax that required chest tube placement and hospitalization. At this time, the cause of the complication is unknown. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Event description:
It was reported that a patient underwent an ion endoluminal lung biopsy procedure for a right lower lobe lung nodule. A 21g flexision needle and a third-party forceps compatible with the ion system were utilized to obtain tissue samples and the patient underwent a bronchoalveolar lavage (bal). The patient experienced a pneumothorax requiring chest tube placement and hospitalization. Intuitive surgical, inc. (Isi) followed up with the physician and obtained the following information: the ion endoluminal lung biopsy procedure was completed using the ion system. The pneumothorax was described as being large and was identified post-procedurally via chest x-ray (cxr). The pneumothorax did not grow bigger with time. The patient had chest pain but was not clinically unstable due to the pneumothorax. A chest tube was inserted to resolve the pneumothorax and the patient was hospitalized for 7 days for chest tube management. The physician stated that there was no malfunction of an ion product, and the ion product did not cause/contribute to the pneumothorax. The patient's current status was noted as "outpatient."